Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be detrmined.

Event description:
It was reported that on (B)(6) 2015, intra-op, tip of the driver broke off. No fragments of the instrument remained inside the patient. No patient complications were reported.